Manufacturer narrative:
When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that an alert was detected due to high shock impedance measurements. It was noted that there were some increased impedance values in (B)(6) 2016. The device check today shows that impedances are now in normal range. Engineering analysis has been requested. No adverse patient effects were reported.

Manufacturer narrative:
If any new information becomes available, this report will be updated.

Event description:
Engineering reviewed device data. There were no resets or error codes recorded. The ra, lv, and rv impedances were good and stable. The shock impedances did trend upward from around 40 ohms up to the 60-100 ohm range before coming back down again. All out of range impedance spikes were between (B)(6) 2016 to (B)(6) 2017. The out of range impedances are saturated measurements. The manual impedance measurements from the clinic show the vector breakdown as: 55 for rv coil to ra coil, 59 for rv coil to can, and 52 for ra coil to can. As the rv impedances are good, and this is a dual coil df4 lead, clavicular crush seems unlikely. Given the overall rise in impedances, electromagnetic interference seems unlikely. A full memory dump may provide more information. Based on the data provided by the save-to-disk, it appears the device operation is normal. The field representative was notified by ts. The patient is scheduled to be seen in-clinic in approximately one month for another follow-up.